Event description:
A male underwent initial aaa repair in 2009 as an emergent rupture case. The physician placed one flex main body and two iliac leg grafts and there was no apparent endoleak at the end of the procedure. Two to three days later, the pt was still showing signs of crit drop and abdominal pain. CT was negative, so the physician went in with angio seven days later. The pt's aortic neck was tortuous and had thrombus, so it was thought that there may have been a small proximal type I endoleak that was not seen, so the physician placed a renu cuff and the pt appears to be doing better now.

Manufacturer narrative:
The development of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; proper ballooning sites within the stent graft. No product or films were provided for investigation; however, there is no evidence to suggest that the device was not manufactured to specification. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.